Manufacturer narrative:
Qn#(B)(4). The customer returned one spring-wire guide (swg) for evaluation. The arrow raulerson syringe (ars) was not returned. Visual examination of the swg revealed the swg contained an l-shaped bend on the distal end, and the swg body was slightly curved. The j-bend tip appeared undamaged and both welds were intact, full, and spherical. The l-shaped bend in the swg was located approximately 20-35 mm from the distal weld. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The returned swg was able to advance through a lab inventory ars with minimal resistance. A manual tug test was performed, and both welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent on the distal end. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. However, the ars was not returned for evaluation. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire's j-tip was damaged on insertion and got stuck in the syringe. A new set was used without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire's j-tip was damaged on insertion and got stuck in the syringe. A new set was used without incident.